Manufacturer narrative:
Device evaluation:the stent remains in the patient and the delivery device was not returned, therefore no direct product analysis will be available. As no device was returing for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. It was reported that the patient experienced an acute thrombosis and target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction (mi). Target lesion 1 (12mm long) was identified in the mid right coronary artery (mid rca) with 100% stenosis and 2.5 reference vessel diameter. The lesion was neither tortuous or calcified. Target lesion 1 was treated with a 2.50 x 16 mm express2 drug eluting stent. Residual stenosis was 0%. On the same day of the coronary drug procedure, the patient required tvr. Shortly after returning to the critical care unit from the initial index procedure; the patient developed recurrent and severe chest pain and continued st segment elevation noted inferiorly along with new, reciprocal, t wave depression in the anterior leads. The patient underwent a percutaneous transluminal coronary angioplasty (ptca) and implanting of a 2.75 x 32 boston scientific bare metal stent to treat acute stent thrombosis in the mid-portion of the previous implanted stent. That patient was discharged two days later on aspirin, plavix, ibuprofen, crestor, toprol, altace and nicotine patch. The physician reported the event was definitely related to the study device.